Manufacturer narrative:
(B)(4). Medical product: persona tibial articular surface provisional, cat#: 42527900502 lot#: 62357316. The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-06181, 0001822565-2017-06182.

Event description:
It was reported that products were returned due to missing ball bearings and were worn and abraded. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: complaint sample was evaluated and the reported event was confirmed. The product was returned and visual examination of the returned parts state signs of repeated use and missing ball bearings. Debris was found on the inferior and superior surfaces. DHR was reviewed and no discrepancies were found. This specific device is confirmed to have been a part of a previous investigation and corrective action. The device was subsequently re-designed to account for this failure mode with a new locking mechanism. It was determined that this device was manufactured prior to this design change. The root cause of the reported issue is attributed to design deficiency if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.